Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the tip of the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the tip of the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event.